Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that two days after the feeding tube was placed they identified dilation of the probe in the distal region with a big break. No patient injury.

Manufacturer narrative:
Investigation summary: the device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample without original package or lot number was received for evaluation. The sample was visually and functionally tested, but no break at the distal region was observed; the reported condition was not confirmed; however, a protuberance was observed at the tip of the tube. The case was reviewed with the multifunctional team. All process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition and there have been no similar cases detected in during our manufacturing process. In addition, qc inspections are performed to the product prior to material release. The production personnel performs a 100% visual inspection during the packaging process. Should there have been an issue, it would have been detected during our inspection processes. Per the investigation results previously described, it was concluded that the protuberance at the tip of the tube could not be confirmed to be manufacturing related. Based on the available information, no action plan is deemed necessary at this time. The current process is running according to product specifications and meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.